Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they had accidentally unplugged the power cord on the central nurse's station (cns). When it booted back up, the left side of the main display was black and the secondary display was in the windows environment, giving a "display settings" error message. Nihon kohden technical support (nk ts) did some troubleshooting, and the main display came up but then the second display went black. No patient harm or injury was reported. Investigation summary: nk ts advised the customer to check that the usb cable was plugged in to the correct port. A review of the history of the serial number identified no other reports of the issue. Based on the available information, a definitive root cause could not be identified. However, the issue is likely due to incorrect cable connections. The administrator's manual for the cns provides a diagram on the proper cable connections for the display of the cns. User error is also a contributing factor to the cause of the issue since the user had accidentally unplugged the device. The sudden shutdown of the device had caused further issues with the displays of the cns. The available information suggests that the issue is due cable connection and user error, and not the malfunction of the device. B4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes.

Event description:
The biomedical engineer (bme) reported that they had accidentally unplugged the power cord on the central nurse's station (cns). When it booted back up, the left side of the main display was black and the secondary display was in the windows environment, giving a "display settings" error message.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had accidentally unplugged the power cord on the central nurse's station (cns), and when it came back the left side of the main display was black and the second display was in the windows environment and it gave the error display setting error. Nihon kohden technical support did some troubleshooting and the main display came up but then the second display went black. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they had accidentally unplugged the power cord on the central nurse's station (cns), and when it came back the left side of the main display was black and the second display was in the windows environment and it gave the error display setting error. Nihon kohden technical support did some troubleshooting and the main display came up but then the second display went black. No patient harm reported.